Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l5-s1 to treat spondylosis. It was reported that sometime post-op it was found that a screw was broken at s1. It was also reported that there was a metallic clash sound from the waist and the patient is experiencing pain in the waste. The patient will undergo a revision surgery at the end of december.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.